Event description:
T-connector found cracked with estimated blood loss 35cc (50% of infant's blood volume) baseline map 39. At incident hct 23 + map 26. Required oxygen and plasmanate IV push stat and blood transfusion x2.